Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed scarring under the lifevest equipment. Patient¿s family member described the area as scarring on back. The patient¿s family member reported a history of soft skin and that the patient is currently on blood thinners and is bedridden. There was no alleged device malfunction contributing to the scarring. There is no indication that the patient received medical intervention. Outcome of the scarring is unknown.